Event description:
Caller states customer was unresponsive with blood glucose result of 307 mg/dl obtained on the advantage system. Emts arrived 15 minutes later and customer was taken to the hospital. Blood glucose result 45 minutes later on the hospital meter was below 60 mg/dl, and customer was treated with glucose IV. Requested return of suspect device and replacement was sent.